Event description:
It was reported via repair work order that the caster would not rotate due to a bent caster horn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.